Event description:
Customer reported hospitalization due to high blood glucose. Customer has pancreatitis. The paramedics were called. The blood glucose reading at the time of the event was 700 mg/dl. Customer stated that she was sick for a couple of days. Customer was admitted to ICU. Customer had run out of insulin. The current blood glucose reading is 359 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.